Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Root cause analysis: damaged. Problem verified: yes. Service actions performed: unit inspected internally and externally, found pressure adjusters to be worn due to wear also guide line damaged, replaced listed parts and thoroughly cleaned and tested unit as per work instruction sav001, passed all tests. Details can be found in the attached report. Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the inflow window wont close issue with pump pressure difficult to control stop fluid entering joint add'l info from the affiliate the date of the procedure was (B)(6) 2014 the date mitek was notified was (B)(6) 2014 and logged with repairs team on same day. This was a shoulder scope procedure. No patient consequences, not that have made aware of. The procedure was not delayed more than 30 mins due to the failure. Theatre staff changed the fms pump to complete the procedure. There was a slight increase in swelling, but reported as non-critical and patient had no adverse events the pressure settings were set to standard pressure settings. The patient did not require any medical treatment. The surgeon was not concerned with any slight increase in pressure.